Manufacturer narrative:
Date sent to FDA: 5/29/2019. Patient codes: 2240,1695,1862,1685, 3189 - surgical intervention, 3191 - perforation, migration. Additional narrative: it was reported that following insertion the patient experienced hernia recurrence, adhesion, fistula, migration, perforation, and abdominal pain. It was reported that patient underwent revision of mesh on (B)(6) 2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attoney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.